Event description:
It was reported that the hcp had only put lioresal into her pump. The patient was "very upset" that the hcp had not put pain medication in her pump. It was later reported that the patient's symptoms including increased pain had returned following pump replacement. She planned to move to another state and wanted the medication before she moved. The hcp had indicated that he would not see her again and would only manage the spasticity not the pain. It was later reported that the pump contained compounded baclofen. The patient also had increased spasticity which caused "heels to lift and back to arch". This occurred on several occasions following a refill session. The hcp subsequently had added morphine to the baclofen and had increased the dose. An x-ray was taken. The patient was taken to surgery for a catheter replacement. The hcp had decreased the medication dosage by more than half of what the pump had previously been programmed to deliver. The dose was recently increased by 10%. The next pump refill was schedule.

Manufacturer narrative:
Results code used for the catheter.